Manufacturer narrative:
The device was explanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. This device was explanted. The patient was pacemaker dependent, therefore, a temporary pacing system was implanted in the right internal jugular vein. There were no additional adverse effects reported.